Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patients 's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor, (B)(4). Electrode belt, (B)(4): 10/2013. Additional inappropriate defibrillation narrative: in appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event while at home. Multiple counting of tall t-waves contributed to the false detection. The patient's wife was present at the time of th event. The response buttons were pressed briefly before and after the treatment but not immediately prior to pulse delivery. The patient did not seek medical attention. The patient continued to wear the lifevest.